Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 861 mg/dl with large ketones; cause unknown. Customer administered a correction injection to address the bg. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information was obtained

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.